Event description:
The lay user / patient contacted lfs in 2009 alleging a battery indicator on their one touch ultra 2 meter. The pt mentioned that the meter started to display a low battery message on the night of the day before. The pt took their insulin that night (lantus, sliding scale). On the morning of contact to lfs, she exhibited symptoms of low blood glucose of feeling sweaty at 7:00am. The pt attempted to test; however, meter still displayed a low battery message. The pt did not treat themselves or seek any medical attention. Products were replaced. The complaint is being reported since the pt was unable to test and took a sliding dosage of insulin and exhibited symptoms suggestive of hypoglycemia the following morning.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.